Event description:
I have been using freestyle libre cgm for over a year now. Recently when I put on new sensor, I got a rash and allergic on my skin, lot of itching and when removed there was blistering. I tried 3 sensors and all of them did the same. I have the sensors serial numbers as: (B)(4). It is really bad and hurts a lot. I had to use cortaid for almost 2 weeks for it to go away. During my research, I found out that this was noted and investigated by (B)(6) drug regulatory authority (B)(6) (similar to FDA). Abbott has acknowledged the problem there and mentioned it is going to rectify it. Can you make sure that this is done in the us also. It is very important tool for managing the diabetics. Thank you. FDA safety report ID# (B)(4).